Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they had no delivery alarm. The customer had high blood glucose level of 562 mg/dl. Troubleshoot was performed. Customer states the insulin pump alarmed no delivery. The customer stated that the blood glucose was 500 mg/dl. The customer treated with syringe. Advised to revert to backup plan. The product was returned for analysis.